Manufacturer narrative:
Concomitant medical products: ICU medical 5inch extension set. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the maxzero could not be securely tightened to the extension tubing set and unintentionally disconnected and leaked during use on an adult patient. The customer stated that there were no adverse effects caused to the patient from the event.